Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. Customer's continuous glucose monitor read "low"; however, a specific blood glucose (bg) value was not provided. Customer drank juice to address bg level. Tandem technical support verified the pump and button functioned as intended. Customer continued to use pump for insulin therapy.